Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® acd-a blood collection tubes underfilled during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "defect to fill the tubes. No erroneous results but need to identify patients in a transplant preparation context (where coordination of stakeholders and laboratory response time are essential for the transplant to take place)."

Event description:
It was reported that the bd vacutainer® acd-a blood collection tubes underfilled during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from french to english: "defect to fill the tubes no erroneous results but need to identify patients in a transplant preparation context (where coordination of stakeholders and laboratory response time are essential for the transplant to take place.)"

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.